Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the occlusion events by removing the cartridge, shaking it to release bubbles, clearing the alarm, and resuming insulin delivery. Technical support planned to perform a system check on the pump.